Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: initial reporter name and address - phone number, email address. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown cmf drill bit/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2018, during an inter-molar distraction osteogenesis (imdo) procedure, two (2) trumatch midface mandible guides were heating up during pre-drilling. An unknown cylinder and guides were heating up due to the drill. The surgeon said that the guides should have irrigation holes. The sleeves of the guide are too long because of the direction of the drill sleeve. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient. Concomitant devices: drill (part: unknown, lot: unknown, quantity: 1), drill sleeve (part: unknown, lot: unknown, quantity: 1). This report is for an unknown cmf drill bit. This is report 1 of 1 for (B)(4).